Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 38 mg/dl at the time of the incident. The customer's blood glucose was 45 mg/dl at the time of call. The nurse stated that the customer gave herself glucagon shots. The nurse stated that the customer was given IV drip for the low blood glucose. The nurse stated that the customer was overdosed of insulin. The insulin pump will not be returned for analysis.